Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/02/2025, it was reported by a sales representative via (B)(4) that 2 ar-13999mf fastpass scorpions jaws do not close all the way. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause for the reported failure. This is a known manufacturing issue and ncr-28217 has been opened to address this issue.